Manufacturer narrative:
The product has not been returned as it has been retained by the user facility, therefore, a failure analysis could not be performed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further, relevant information, a supplemental med watch will be filed.

Event description:
Note: date of event is not known. A lingeman pcnl catheter was being prepared for a procedure. According to the complainant, while unpacking, it was noted the item description on the kit label was incorrect. On kit label, the list on contents, the description reads "part# 640-104" as being ".038", but that part number is actually ".035". The part number is correct and the device inside the kit is correct, it is only the description on the kit label that is incorrect. Although attempts have been made to obtain further follow up, there is no further information regarding this event.